Event description:
Unomedical reference number (B)(4). Event occurred in the united sates on (B)(6) 2024, it was reported that patient faced an issue with one infusion set was fell off during use. The blood glucose level was displayed high and manged by multiple dose injections (mdi).the infusion set was in use for less than twenty four hours.the patient replaced infusion set and resumed insulin successfully. No further information available.